Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of vitamin d imprecision with quality controls (qc) and patient results. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the acid and base pumps and the 2 way valves used for reagent probe aspiration. The cse ran precision study on qc, resulting within specifications. The cse replaced the bleach valves, which improved the relative light unit. The cause of the discordant, falsely elevated vit. D result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d (vit. D) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeated result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated vit. D result.